Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer they had been experiencing high blood glucose. The customer¿s blood glucose level during the incident was 524 mg/dl. The customer¿s current blood glucose level was 473 mg/dl. They treated with manual injections. Troubleshooting was performed on the insulin pump. It was noted that the doctor had changed the insulin pump¿s programming. The insulin pump passed the high-pressure test. Due to the parent¿s request the device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm or possible under delivery anomaly due to motor error alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.